Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) with a voltage of 2.66 and charge times of 32 seconds. No adverse patient effects were reported. This device was to be explanted and returned for analysis.

Manufacturer narrative:
Information suggests this device remains in-service. Should additional information become available this event will be updated.